Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and 85% stenosed anatomy resulting in the reported failure to advance. Inadvertent mishandling and/or manipulation of the device ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, non-tortuous, 85% stenosed right coronary artery. A non-abbott guide wire was used with 3.5x18 and 3.5x12 non-abbott balloons for pre-dilatation. A 3.5x48mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy, and the proximal shaft separated. Another 3.5x48mm xience xpedition sds failed to cross due to the anatomy, and the shaft kinked. A 3.5x38mm xience sierra stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.